Event description:
A report was received that the patient was suspected to have an infection at the pocket site. Symptom of infection included drainage at the pocket site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and the pocket site was cleaned out. The patient was reportedly doing well after the procedure and the infection was resolved.